Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed persistent alert code 76 with repeated prompts to restart despite multiple restarts performed at battery levels above 50 percent, consistent with a device malfunction attributed to a circuit failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that results are pending completion of the investigation, with the device problem characterized as a circuit failure. It was concluded, based on previously established findings for similar reports, that the conclusion is not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.